Event description:
The physician attempted thrombectomy in the superior mesenteric artery. During the procedure, the thromcat shut off after approximately 30 seconds of use. Upon removal of device, the physician noticed that the helix had fractured and broke through the side of catheter. There were no adverse events associated with this malfunction. Since thrombus could not be removed by percutaneous techniques, the patient was referred for surgical thrombus removal.

Manufacturer narrative:
Conclusion code: please find complaint investigation summary attached. No conclusion could be drawn from the investigation of the helix fracture malfunction. Upon return examination, it was noted that the device had been packaged in a manner to avoid potential damage during shipping. There were no signs of significant bends or kinks on the extraction or infusion catheters. The extraction helix was still loaded in the distal tip. There were two areas of extraction helix breakout at the bottom of the bilumen approximately 3.375" and 4.125" from the distal tip (reference figure 1.0 and figure 2.0). There were approximately 4 rotations exposed through the catheter jacket at the first breakout (distal) and 8 rotations exposed through the catheter jacket at the second breakout. The device's bottom enclosure was carefully removed and revealed that the helix fractured at the dfp. The device was powered up using a power supply, and it was verified that the electrical system was intact when both led's lit up. The extraction helix was carefully removed from the jacket to reveal that there were no other fractures on the helix. The device history files (dhf) (lower level) were reviewed and indicate that there were no non-conformance's or deviations during the production that may have led to the failure. Root cause: the most probable root cause of the device failure is unknown since angiographic images were not available to review. Without angiographic images, it is hard to determine if there was an excessive bend radius created by the access catheter or vessel geometry, or if there was excessive force used during the procedure, or if the extraction helix fatigued during use. These are all potential causes that lead to fractures in the bilumen and the possibility of helix breakout. Corrective actions: corrective actions are not required at this time.